Event description:
It was reported that during an elective percutaneous coronary interventional (pci) procedure, a guide wire tip separation occurred. The 100% totally occluded and moderately calcified lesion was located in the tortuous first diagonal branch of the left anterior descending (lad) artery. It was reported that the tortuous bends of the vessel were less than 45 degrees. Access was obtained via the right groin. The pt2 moderate support 185cm guide wire was advanced smoothly and crossed the lesion without difficulty. A liberte 16mm x 2.5mm stent was advanced without difficulty and successfully deployed. The guide wire was removed without resistance, however, upon removal it was noted that approximately 10mm to 15mm of the distal tip had detached and remained inside the patient. Fluoroscopic imaging revealed that the detached portion of the guide wire had migrated to the distal 1st diagonal artery. No attempt was made to retrieve the detached portion of the guide wire and the physician has no future plans to attempt retrieval in a subsequent procedure. It was noted that at no time during the procedure did the guide wire bend backward on itself or become trapped by another device. The patient's status is reported as stable.